Event description:
The customer's mother report that her daughter's blood glucose measured 430 mg/dl at 1:00 am on (B)(6) 2012. The device was removed and the mother observed that the cannula was bent. A new device was activated and insulin boluses reduced her bg.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked condition of the cannula or to determine if it, or some other product malfunction, could have contributed to the reported high blood glucose. Qualification records for the product were reviewed and all acceptance criteria were met. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."